Event description:
It was reported that during central processing, the customer had found thermal tip damage on the bipolar instrument. There was no patient involvement. Intuitive surgical inc. (Isi) followed up with the customer site and confirmed that the melted tip damage was identified during central processing. There was no indication of energy issues that occurred in previous usage. The customer confirmed they send the instrument(s) out to get cleaned by a third party source. Thus, the third party informed the customer that the instrument(s) had thermal damage after reprocessing. The customer did not notice nor see thermal damage prior to sending the instrument(s) out for reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage on bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the base of one of the grips on the bipolar yaw pulley. The yaw pulley exhibits localize melting. Electrical continuity was performed and passed. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.110 - 0.183" in length and were not aligned with the tube axis.